Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to mixed mitral regurgitation (mr) with an mr grade of 3-4. One clip was implanted (80118u185), reducing mr to 1. On an unspecified date the patient returned with increased mr due to progression of disease. The clip was confirmed to be secure on both leaflets. On (B)(6) 2018, an additional mitraclip procedure was performed. The clip delivery system (cds) was advanced to the mitral valve. During grasping attempts, one gripper arm would not lower. Troubleshooting was performed and the clip was eventually implanted, reducing mr to <1. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported difficult to open or close (gripper actuation issue) in this incident could not be determined. The reported failure to adhere or bond (leaflet capture) is likely related to the user technique/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.